Event description:
Premature infant born at 28.5 weeks. The lines were placed and after x-ray it was decided that the catheter needed to be pulled back. When the nurse pulled back on the line, it broke off. There was enough of the catheter left above the umbilicus that the nurse was able to use a hemostat and retrieve the remaining portion of the catheter. The umbilicus had 3 vessels, 2 arteries and 1 vein. It is also noted that the cord was rather scrawny.